Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device remains implanted. The device will be explanted in the near future. Due to hospital policy, the device will not be returned for product analysis. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. No adverse patient effects were reported. The device was discarded at facility, and will not be returned for analysis.